Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the pump was pulling but when using recent order of purewick female external catheters the suction stops and had to disconnect then reconnect for suction to work then it stops again. Per customer via phone on 30jul2024, it was reported that they experienced suction issues. Customer confirmed that the device was placed lower than the patient and all attachments were secure. There was no fitting issue with the tubing or wicks. Customer performed troubleshooting and it was determined that they had defective wicks that were not suctioning properly. Customer had 7 wicks from the same lot that did not work. Customer was not able to provide a lot number at the time. Customer received replacement wicks and they were no longer having suction issues. Per sample form received on 04sep2024, it was reported that the when the product leaked it weakened skin tissue which was an issue in dealing with sacral wound and had to go back to an internal catheter which cause an infection. Antibiotics were used to eliminate infection and increased attention and bandage changes to sacral wound. Catheters were shorter at the bottom than any of the other lots that patient received. They had received about 8 boxes send october of 2023. They sent other which have worked from so far.

Event description:
It was reported that the pump was pulling but when using recent order of purewick female external catheters the suction stops and had to disconnect then reconnect for suction to work then it stops again. Per customer via phone on (B)(6) 2024, it was reported that they experienced suction issues. Customer confirmed that the device was placed lower than the patient and all attachments were secure. There was no fitting issue with the tubing or wicks. Customer performed troubleshooting and it was determined that they had defective wicks that were not suctioning properly. Customer had 7 wicks from the same lot that did not work. Customer was not able to provide a lot number at the time. Customer received replacement wicks and they were no longer having suction issues. Per sample form received on (B)(6) 2024, it was reported that the when the product leaked it weakened skin tissue which was an issue in dealing with sacral wound and had to go back to an internal catheter which cause an infection. Antibiotics were used to eliminate infection and increased attention and bandage changes to sacral wound. Catheters were shorter at the bottom than any of the other lots that patient received. They had received about 8 boxes send october of 2023. They sent other which have worked from so far.

Manufacturer narrative:
The reported event was confirmed, manufacturing related. 24 unopened (and 1 unopened box of 30) female external catheters (wicks) were returned. Sample size = 20 for testing via c=0 sampling plan; aql = 0.65, however there was a failure so only 1 was tested. Gross visual evaluation: no visual defects were noted on the returned wicks. The wicks were inspected and found to be assembled correctly. A suction test was done by assembling the returned wicks to the in-house accessories and in-house device (pw200, sn# (B)(6) ). Sample 1: 400 cc in 20 seconds. The potential root cause for this failure is process owner unaware of defect during assembly. The results of the DHR review did not show any problems or conditions that would have contributed to the reported issue. A labeling review was not performed because labeling could not have prevented the reported failure. Correction: h: UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.